Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.(B)(4). Additional aaa® devices included in this report: pxc121000/9212398 (B)(4); pxa230300/9078503 (B)(4); pxa230300/9078502 (B)(4).according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient was treated with gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the patient had a highly angulated aortic neck (outside of IFU). It was reported that on (B)(6), 2014, a reintervention was performed to treat an endoleak (unspecified), a pxc121000 and some coils were added. The patient tolerated the procedure. No additional information is available on this case.